Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, also no evidence was provided to confirm the reported case it must be considered that within most of the cases it¿s rather clinical than device related; within the corresponding IFU it is stated ¿implant utilization that would interfere with anatomical structures or physiological performance¿ and thus, clearly pointed out under section contraindication. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Finally, with given details no deviation of the nail in question was verified and a further technical statement could not be made. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "primary surgery was performed on (B)(6) 2023. Because the bone was highly fragile with a strong curve, a nail of the proper length was inserted, but the nail tip protruded from the bone (and a little screw). This was discovered later when the patient was checked by CT. Revision surgery was performed on (B)(6) 2023. The screw was replaced with a condylar screw."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
As reported: "primary surgery was performed on (B)(6) 2023. Because the bone was highly fragile with a strong curve, a nail of the proper length was inserted, but the nail tip protruded from the bone (and a little screw). This was discovered later when the patient was checked by CT. Revision surgery was performed on (B)(6) 2023. The screw was replaced with a condylar screw."